Manufacturer narrative:
(B)(4). No further information is available. A follow up report will be submitted if the sample is returned and an evaluation is completed.

Event description:
Baxter received a report that a cassette leaked but no alarm occurred during set up. There was no patient injury or medical intervention associated with this complaint.

Manufacturer narrative:
(B)(4). This complaint was reported for a cassette leak. An alarm was not encountered. This complaint was not confirmed due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.